Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 0.3 ml 31g 8 mm whole unit 10bg 500 experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328438, batch no. 8302902. Verbatim: consumer reported needle hub separated and stayed inside of the shield.

Manufacturer narrative:
Investigation: customer returned two loose 31g x 8mm, 0.3ml bd insulin syringes from lot 8302902. Consumer reported needle hub separated and stayed inside of the shield. Both returned samples were examined, and it was observed that both syringes exhibited the needle-hub/shield assembly separated from the barrel; no damage to the barrel tips was observed. Only one separated needle-hub/shield assembly was returned. The cause of the needle hub separation issue likely occurred during the manufacturing process.a review of the device history record was completed for batch # 8302902 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [(B)(4)] noted that did not pertain to the complaint.the customer¿s indicated failure was able to be duplicated or confirmed.

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 8mm wholeunit 10bg 500 experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328438 batch no. 8302902. Verbatim: consumer reported needle hub separated and stayed inside of the shield.